Event description:
A malfunction code malf 12 was reported, with a fault ID of 12-0x2071, which was resettable. There was no adverse impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. Although the pump was out of warranty and had previously experienced similar malfunctions, corrective actions included using the current pump as a backup while waiting for a replacement.